Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target area was located in a forearm shunt. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at 8atm. The device was removed the patient's body and the procedure was completed with another of the same device. No patient complications reported.